Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and object code indicates the blower contributing to the foam degradation. In addition, the service technician also noted error codes present e007 (err_software), e053 (err_comp_log_sem_timeout), e065 (err_stuck_encoder_a), e100 (err_humid_no_heat), e055 (err_therapy_queue_full), and e063 (err_stuck_knob_key) in the device logs. There was also presence of dust/dirt in the device. The device was scrapped by the service center after the evaluation was completed.